Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the nuts which secure the battery connector pins, were loose. After tightening these nuts, proper device operation was observed through functional and performance testing and the device was then returned to the customer for use.

Event description:
It was reported that the customer's device would lose power on its own when the device is tipped on its back or pressure is applied to the rear of the device, directly on the batteries. There was no known patient use associated with the reported loss of power.